Manufacturer narrative:
H10: the device was received for evaluation with foreign solvents, dye, or cleaning agents on the set. A visual inspection with the naked eye noted a damaged main body and broken occluder feet. The reported conditions were verified. The cause of the broken feet could not be determined; however the most probable cause of the damaged twist clamp is due to the foreign solvents, dye, or cleaning agents exposed to the set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as ¿fluid flowed when the twist clamp was closed¿. This occurred during use for peritoneal dialysis therapy. It was further reported that the light blue main body cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.